Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that their insulin pump's screen was damaged. The customer¿s blood glucose level was not provided at the time of the incident. Customer stated they were skating and hit something that caused the damage on the device. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.